Event description:
Appears a piece of the "coating" came off the apollo ablation device into the patient's shoulder joint during arthroscopy. Staff watching procedure noted foreign body and md was able to remove. Piece taken out of patient matches "scratched" area on the apollo device that looked it had been scraped off by the scope (scope was taken out of commission). All evidence gathered and locked in an office. Box from apollo, foreign body, and apollo device placed into biohazard bag. These items are used and contaminated with body fluids.